Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported irregular heartbeat could not conclusively be established through this evaluation. It was reported that the patient experienced an irregular heartbeat. The patient thought they were over heated and were having palpitations. The patient went to the emergency department for an x-ray, which looked stable. The account later communicated that arrhythmia was not a pre-existing condition. The account also communicated that the arrhythmia was not caused by left ventricular assist device (lvad) related therapy. The patient was discharged on the same day with changes to their medication. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(4) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the emergency room for an irregular heartbeat. The patient was discharged the same day with mag-ox and oxidcodone ir. It was reported that the arrhythmia was not pre-existing and that it was not related to lvad (left ventricular assist device) therapy.